Event description:
The device eval identified a reportable malfunction, damaged power cord, unrelated to the original complaint, which was a non-reportable event.

Manufacturer narrative:
Eval confirmed a damaged power cord. An opening in the insulation of the internal wires near the strain relief was verified. Abbott nutrition standard procedure includes attempting to obtain all required info from the source.